Manufacturer narrative:
As reported, during delivery of the 55cm optease inferior vena cava (ivc) filter, the filter penetrated the delivery catheter and could not be released properly. There was no reported injury to the patient. The device will be returned for evaluation. More information was requested; however, the information was not obtained after multiple attempts. A non-sterile unit of catheter optease vc filter ous, 55cm femoral only was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, only the vessel dilator and the obturator were returned for evaluation. No damages nor anomalies were observed at naked eye on the returned device components. The reported ¿filter - impeded-perforated sheath¿ could not be substantiated because the affected components were not returned for analysis. The exact cause of the reported event cannot be determined however, tortuous vessels may have created difficulties advancing the filter, which may be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no sign that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during delivery of the 55cm optease inferior vena cava (ivc) filter, the filter penetrated the delivery catheter and could not be released properly. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during delivery of the 55cm optease inferior vena cava (ivc) filter, the filter penetrated the delivery catheter and could not be released properly. There was no reported injury to the patient. The device will be returned for evaluation.